Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose reached 473 mg/dl. Customer reported feeling tired as a symptom of their high blood glucose. The customer also reported observing a big air bubble in their reservoir. Customer believed the air bubbles caused their high blood glucose. It was also found the customer was not properly filling their reservoir during troubleshooting. The customer was able to change their reservoir successfully without air bubbles. The customer will call back to troubleshoot. No additional information provided.